Event description:
It was reported the pt no longer had stimulation, and he was unable to communicate with his ipg using external devices. A replacement charger was unable to resolve the issue. F/u identified the physician replaced the ipg, and stimulation was regained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.